Event description:
It was reported that mount is stuck and won't come off. During implantation, the dentist was unable to use the product because the mounting screw would not come loose. Request for improvement. He resolved the issue by using a replacement product with the same part number. Tooth site # 6. Completed with a replacement of the same product number.

Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age and date of birth unknown / not provided a3: gender unknown / not provided a4: patient weight unknown / not provided d6a: implant date unknown / not provided d6b: explant date unknown / not provided g4: additional PMA/510(k) number k943604.